Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed, and it is most likely that the reported event occurred due to failure of the optics unit. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had no image due to damaged optical unit. There were no reports of patient harm.